Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the brand-new touchscreen operated improperly. Sections which were not touched reacted. Touchscreen calibration failed to resolve the issue. There was no patient involvement. The event date was not specified; estimate used.

Event description:
The customer reported that the brand-new touchscreen operated improperly. Sections which were not touched reacted. Touchscreen calibration failed to resolve the issue. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04feb2019. Date rec'd by MFR: 01feb2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.